Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information was received on (B)(6) 2015 indicating that the patient had a 50% or greater symptom reduction. The component involved in the event was the lead. There were out of limit impedances one of one implanted leads. There were x-rays and reprogramming done as part of troubleshooting. There was surgery scheduled but deferred by the patient. It was noted that the patient did not recovered and the symptoms and issues were ongoing.

Event description:
It was reported that the patient was to have a revision (B)(6) 2015. They weren¿t sure if the problem was the lead or the implant. Additional information regarding the reason for the revision, troubleshooting, and outcome of the revision were reported. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).